Event description:
It was reported via social media that cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Post procedurally the patient experienced cardiac tamponade and a coma. Six months post index procedure the patient continues recovery. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of 23feb2023 used as event date is unknown.